Manufacturer narrative:
(B)(4) - no code available: damaged device. An eval summary could not be generated via asp's sterrad sterility guide. Per additional info received this is a new device, approximately 3 months old and has only been used and processed a couple of times. The device was previously damaged; details were not provided. The facility has not contacted the MFR of the device regarding the damage. An instrument assessment was not performed. Cleaning of the device is performed manually with a mild detergent per the device MFR's instructions. The type of cleaning solution used is a neutral ph detergent. Rinsing is accomplished under running water and immersion. The facility has not had changes to the cleaning process or in the products used for cleaning devices. There has not been any other type of sterilization or high level disinfecting modalities at this facility. The device remained intact; without breakage. There was no injury to pts or healthcare workers. Photographs of the damaged device are not available. This is one of four 3500a reports being submitted for this product malfunction. Please reference MFR report #s: 2084725-2009-00519, 2084725-2009-00520, and 2084725-2009-00521,

Event description:
A report was received from the field indicating that the facility currently sterilizes ferguson anoscopes in the sterrad 100s and 200 sterilizers. They are trying to determine why the scopes eventually warped following sterilization. The scopes are placed in stainless steel tray and wrapped in kimberly-clark sterilization wrap. The facility inquired on whether the stainless steel heats to over 55 degrees celsius during the sterilization cycle thus warping the scopes. The contact at the facility also indicated that the anoscopes are clear plastic cylinders, they come in varying sizes, and have a clear and beveled tip; the clear tubes are now cloudy along the beveled tip. It was denied that they were processed in steam. The warping occurred after the second or third time of processing. The devices were processed in the sterrad per the device MFR's instructions. They have had three scopes damaged two in aug and one last month (B)(6). They have been processed in the sterrad 200 and 100s, of which they have one of each unit. All anoscopes are model a-2000 with unk serial numbers. This report is applicable to scopes possibly damaged in the sterrad 100s on (B)(6) 2009.